Event description:
When using cautery in the mouth during a tonsillectomy and adenoidectomy (t&a) procedure, the doctor reported a flash (fire). The bovie tip and the tonsil sponge were immediately removed from the mouth. The sponge showed some evidence of a burn. Evaluation revealed the mouth and airway did not seemingly suffer any burns as a result of this incident.